Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has had some low blood glucose events in the past 5 months. Blood glucose value was in the 40 mg/dl range. He usually treats with juice or glucose tablets. Customer stated that he gets them less frequently since wearing the sensor and because his basal rates were adjusted. The customer complained about experiencing pain and irritation at site when inserting the sensor on his leg. Customer also stated that he had some occasions where the insulin pump went into threshold suspend but blood glucose was not low or close to the sensor readings. Current blood glucose level is 140 mg/dl. Customer was advised about the proper sensor insertion and calibration process.